Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Physician felt original implant had issues due to patient anatomy, but was never managed. Patient leads not functioning as desired due to incorrect anatomical placement caused by persistent svc. There was sensing and impedance issues, along with discomfort. System extracted and replaced. Physician downgraded to a right-sided dual chamber pacemaker. Should additional information become available, this file will be updated.